Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during manual prime. The customer changed the infusion set twice, but not the reservoir, and the no delivery alarm persisted. Upon changing the entire set, the issue was resolved. The customer's blood glucose was not known. Troubleshooting could not be performed as the issue was already resolved, but the reservoir may have been occluded. Nothing further reported.